Event description:
It was reported that medihoney ((B)(6)) was applied to a wound while hospitalized and bedridden. It was indicated that the wound did not improve during use of the product and worsened over time. The condition reportedly progressed, resulting in amputation.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.